Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.